Event description:
It was reported that the patient faced adhesive issues where the set fell off and harm where treatment was taken via mdi and replaced infusion set on (B)(6) 2026.

Manufacturer narrative:
Name: tandem, country: united states of america, street:11045 roselle street, city: san diego, state: california, zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 3003442380, manufacturing site: 3003442380.